Event description:
It was reported the insulin pump was dropped. Afterwards, the display on the insulin pump went blank. The reported blood glucose reading was over 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a connector not being plugged in properly.